Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the hta procedure the physician reported at six minutes into the case, the uterine cavity was large and tissue clogged the tubing. The clog was corrected with the use of another hta procedure set and the case was completed fine. On (B)(6) 2010, the patient had a fever and was prescribed the antibiotic augmentin. The patient was later admitted to the emergency room with two types of infection: enterococcus and streptococci. The patient was treated and released from the hospital. Additional follow up with the physician reported that the procedure was paused and then resumed several times on (B)(6) 2010, and a fluid loss alarm error message did not occur. The patient was administered the antibiotic augmentin between (B)(6) 2010 and (B)(6) 2010 to prevent infection after the hta procedure. Additional information from the physician reported that the patient was hospitalized on (B)(6) 2010 and released (B)(6) 2010. While hospitalized, the patient was treated for the infection bacteremia (in addition to the infections enterococcus and streptococci) and was administered three IV antibiotics: flagyl, zosyn, and the third antibiotic is unknown. While hospitalized, a blood culture was drawn and the patient did not have sepsis. Upon being released from the hospital, the patient no longer had a fever. After being released from the hospital on (B)(6) 2010, the patient was prescribed the antibiotics zyvox, flagyl, and cipro to take for one week. The physician noted that the patient is anemic and also had a sub-mucosal fibroid tumor. Additional follow up information from the clinician also confirmed that a perforation did not occur and the patient experienced the normal amount of bleeding during the hta procedure. There were no further complications reported with this event. The condition of the patient is reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated the product has been disposed of and the device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.